Event description:
It was reported that the workstation would not boot up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer was advised to replace the smart switch board. The customer decided to replace the board on their own. No further service info is available at this time.